Event description:
The reporter stated the surgeon inserted a 23.0 diopter cq2015 collamer three piece lens, and the lens tore as it was pushed through the injector. The lens was removed with no pt injury. The reporter stated the cause of the torn lens was due to the injector and cartridge. Another same model lens was implanted. The pt's current prognosis is excellent.